Event description:
It was reported that during a lsh procedure, the pad of the device started melting. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.